Event description:
It was reported that an internal device fracture occurred and the stent was re-occluded. A 6x120x130 eluvia self-expanding drug eluting stent was placed in a patient in 2019 in the distal superficial femoral artery (sfa). In (B)(6) of 2020, the patient presented with claudication symptoms. A contrast study revealed that the stent had separated and re-occluded in the body. A procedure is planned to re-treat the lesion. The physician thought that the separation was potentially caused by the stent being stretched during the initial procedure. No additional patient complications have been reported. It was further reported that the 15 cm lesion was 90% stenosed with moderate calcification and non-tortuous. It was reported that that in-stent restenosis was likely caused by thrombosis. The stent was elongated when it was implanted. Initially, re-treatment was planned; however, the patient was currently being treated with medication as the lameness had subsided.

Manufacturer narrative:
B3: date of event: reported as (B)(6) 2020 with unknown exact date.

Manufacturer narrative:
Date of event: event date not provided, approximated to (B)(6) 2020.

Event description:
It was reported that an internal device fracture occurred and the stent was re-occluded. A 6 x 120 x 130 eluvia self-expanding drug eluting stent was placed in a patient in 2019 in the distal superficial femoral artery (sfa). In (B)(6) 2020, the patient presented with claudication symptoms. A contrast study revealed that the stent had separated and re-occluded in the body. A procedure is planned to re-treat the lesion. The physician thought that the separation was potentially caused by the stent being stretched during the initial procedure. No additional patient complications have been reported.